Event description:
New information was received one week later from the local sales representative (sr) following this patient. The sr confirmed that this ra lead displayed myopotential noise from arm movements, and that the impedance measurements were greater than 3000 ohms. As the patient is not dependent on the pacemaker, the pacing mode was changed to vvi-55. The physician elected to wait until device replacement to replace the chronic ra lead. It was reported that the device battery has about 30% life remaining. No additional adverse effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. No decision has been communicated to boston scientific crm for resolution on this system condition. Therefore, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, this event will be updated as necessary.

Event description:
Boston scientific crm received initial information that this patient has a chronic issue with this right atrial (ra) lead. Historical observations over the past year involved reproducible noise and variable lead impedance values. However, these observations did not impact therapy delivery. Approximately one year later, the system was reprogrammed to encourage better pacing synchrony for the patient, and the patient returned home. New information was received four months later from the patient that during a routine follow-up visit, the nurse suspected his lead was cracked. As there was a physical problem with the lead, this was causing excessive noise. There was no resolution communicated to the patient on how the issue would be resolved. No adverse effects were reported.